Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. The hot jaw silicone had some evidence of cracking. There was some evidence of blood. Resistance measurements were found to be out of spec. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it remained activated or self-activated during several device activations. Based upon this, the reported failure "device remains activated" was confirmed. A lot history record was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro overheated. When they connected the cable to test the device, it started smoking, got really hot and the tip turned red, and the beeping was consistent on the power supply. A replacement hemopro and cable were used to complete the procedure. The hospital did not report any pt effects. The product was returned.